Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site's navigation system displayed error code 64 during a case after registration when moving forward in the software to navigation. System rebooted and case proceeded. There was no impact to the patient outcome and there was no delay.